Event description:
The customer reported that a "connect cable message" appeared on the screen despite having the paddles connected properly. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted upon completion of the investigation.